Event description:
It was reported that a patient was suspected to have experienced peritonitis manifested by cloudy effluent and abdominal pain, coincident with peritoneal dialysis therapy. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified medication (dose, route, frequency, and duration not reported) for the suspected peritonitis. Action taken with therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was diagnosed with peritonitis, previously reported as a suspected event. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.